Manufacturer narrative:
(B)(4) for the reported event of guidewire tip detachment, exposing the metal corewire. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-12629 and 3005099803-2013-12630 for the associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, half of the hydrophilic tip detached inside the patient exposing the core wire tip and was retrieved using biopsy forceps. A second jagwire was opened. However, the hydrophilic tip of the second guidewire also detached exposing the tip of the corewire and was retrieved using biopsy forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-12629 and 3005099803-2013-12630 for the associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, half of the hydrophilic tip detached inside the patient exposing the core wire tip and was retrieved using biopsy forceps. A second jagwire was opened. However, the hydrophilic tip of the second guidewire also detached exposing the tip of the corewire and was retrieved using biopsy forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This report pertains to one of two devices used during the same procedure, not five.

Manufacturer narrative:
A visual examination revealed that the pebax section detached, exposing approximately 2 cm from the distal end of the core wire tip. The pebax section had presence of adhesive remnants indicating that the pebax was properly attached to the core wire. No evidence of core wire fracture noted and the ptfe jacket did not present any anomaly. The outer diameter of the guidewire was measured and found to be within specification. The complaint is consistent with the return that the distal tip detached exposing the tip of the metal core wire. It is most likely that unstated procedure and possibly clinical factors may have contributed to the device damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. However, according to the product analysis the od measures were found within manufacturing specifications, therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and no anomaly was found.